Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient¿s legs were really hurting. The patient noted having fibromyalgia, but stated this was something different with the legs. The patient stated they remembered feeling a shocking burning sensation in their butt cheek on the wire side that was about 15 seconds when using stimulation more. The patient noted the burning and shocking was not on the end of the wire where the stimulator was attached. The patient was wondering if that could make their legs hurt. The patient didn't know if their implant was working for their bladder as they could not turn it up or down. The patient noted they were not having to catheterize but they were still taking water pills. The patient noted falling several times in the past year. No further complications were reported.